Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I shaped mouth guard twice to my fit and two days later it stopped fitting properly. Tried again and still didn't stay to fit. Both fell apart and were broken within two weeks. Very unhappy.